Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified impaction mark at the anti-rotation slot. However, it is unknown if the deformation was formed during the procedure or after the disassociation of the liner from the spacer. Marks were observed inside the anti-rotation slot, which are consistent with impaction of the liner aligned to the stem. Dimensional analysis could not be performed on the liner due to severe damage. Some scratches are observed on the spacer. Dimensions taken on the spacer are conforming to print. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: retentive poly liner plus (+) 6 mm offset 40 mm diameter 65 degree neck angle cat: 00434906606 lot: 63610389. Unknown baseplate. Unknown screw. Unknown screw. Unknown humeral stem. Unknown glenosphere. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. Attempts have been made, and no further information has been provided.